Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose level on (B)(6) 2020. Customer was in the emergency room and blood glucose was 16 mg/dl at the time of incident. Customer was unsure whether the auto mode feature was active or not at the time of reported event. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer blamed transmitter for their low blood glucose. Insulin pump will not be returned for analysis.